Manufacturer narrative:
This MDR is to be voided due to it being a duplicate complaint. The component was found to be the concomitant part of the broken instrument.

Event description:
Primary surgery - the reverse shoulder prosthesis (rsp) glenoid drill guide broke off into the reverse shoulder prosthesis (rsp) glenoid baseplate. The threads sheared off into the component.